Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient. Other: hc incident report reference no (B)(4); submitted to hc (health (B)(4) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure performed on (B)(6) 2013. On (B)(6) 2014, the patient began to experienced pain in the lower back, lower abdomen, pelvis (left), thighs, legs, knees, vaginal and pubic cramps. Reportedly, these pains would wake the patient at night. The patient also mentioned that she has problems during sexual relation and a small bleeding under the urethra was observed. It was also very difficult for her to get up and down on the floor. She also has an ankle problems and feet that stick when going down stairs. In addition, the patient has fibromyalgia and urinary tract infections.